Manufacturer narrative:
Concomitant medical products: model: 7122q,competitor lead; implanted: (B)(6) 2012.

Event description:
It was reported that the patient presented to the hospital and a remote monitor report was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the implantable cardioverter defibrillator (ICD) appeared to have misclassified supra ventricular tachycardia (svt) as a ventricular tachycardia (vt) resulting in multiple inappropriate therapies. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.